Event description:
It was reported, the pt underwent a post coronary intervention procedure (pci). While attempting to pull the clip back to deploy the anchor, it felt like the clip broke or cracked. The nurse attempted to pull the deployment sheath back and tamp the plug; however, the sheath would not come out. The pt underwent surgery where the surgeon was successfully able to remove the device with no harm done to the pt.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The name of the deployer is unk.